Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they have adjusted their amplitude a few times because they are still having bowel leakage. The patient said they could feel the stimulation in their toes and it would sometimes make their toes "curl up." The patient has not tried any of the other pro grams before. The patient stated they are getting to the point where they are frustrated because every time they stand up they are leaking. The patient also stated that if they have a bowel movement, it takes "forever" for the area to become clean. The patient also said they are going through a lot of toilet paper, and it is starting to burn with all the wiping in that area, even when they are urinating. The agent reviewed how to change programs. The agent reviewed therapy expectations and general programming guidance with the patient. The patient will maintain the stimulation level and will continue to track symptoms. Redirect to a doctor if issue persists.